Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment that the device would not interrogate, there was no problem found during analysis, it passed all final functional and systems tests. (B)(4).

Event description:
It was reported that the radiofrequency (rf) programmer head would not interrogate the implantable heart device. It was further reported that the head was changed out and the device was then able to be interrogated without issue. The reported rf head was returned for service. No patient complications have been reported as a result of this event.